Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed tested the ivtm system for several hours after the patient treatment and no device malfunctions were observed throughout the testing period. The ivtm system performed as intended. Therefore, service was not required to be performed by zoll. The root cause for the reported complaint was due to a blanket covering the air intake of the compressor, as a result of user error. The hospital staff were re-trained to keep the system at least 12 inches away from the patient bed.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) was not cooling the patient. No consequences or impact to the patient.